Manufacturer narrative:
A philips authorized service provider (asp) went onsite to further evaluate the reported issue. The philips asp performed power loss tests repeatedly and the device alarmed at all times. The philips asp also connected the device to the nurse call and performed power loss test. It was confirmed that both nurse call and device alarmed when power was disconnected. The philips asp confirmed that there were no diagnostic codes were present in the diagnostic report (drpt). The philips asp performed a 20-minute battery test, electrical safety, controls, alarms & power fail tests after. The philips asp confirmed the device passed all tests and returned to service. The philips asp concluded that there was no issue with the device. The philips asp concluded that there was no issue with the device. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint regarding a philips respironics v60 ventilator reported by a biomedical engineer. While the device was in use on a patient for respiratory support, it failed to generate an expected alarm following battery depletion and did not send a notification to the nurse call station. The device was removed from service. No patient or user harm occurred, and no medical intervention or delay in care was reported. During diagnostic evaluation, the customer confirmed that the device did not transmit a nurse call notification after battery depletion and requested clarification on expected alarm behavior during power loss. It was explained that the device should generate an alarm when no power source is connected while the unit is in the on state. The ventilator was connected to a rauland-borg nurse call system using a cable supplied by maguire enterprises. The device experienced a complete shutdown following power failure. It is unknown whether any audible or visual alarms occurred prior to shut down. No alarm or notification was received by the nurse call system during battery operation or at the time of shutdown. A damaged power cord was identified, which prevented battery charging. Despite this, concerns remain that no alarms were transmitted through the nurse call system during battery use or total power loss. The issue has been escalated, and the nurse call system manufacturer has been engaged for further investigation. The investigation is ongoing.